Manufacturer narrative:
(B) (4). Sample will not be returned for eval.

Event description:
It was reported on (B) (6) 2010, the fourth intra-aortic balloon (iab) was prepped and inserted successfully; however, the waveform was missing. Pt presented in a "compromised" state. Pressures where in the 50's and the pt was coding. Pt passed away. Add'l info received by the sales representative on 03/02/2010 stated the pt was originally in the hospital that morning for spinal fusion, then apparently approximately 8-10 pm (some hours later the same day), began to "crash" with systolic pressures in the 50's. He was brought to the cath lab for intra-aortic balloon pump (iabp) support. Iab insertion attempt was through the right leg. The iab insertion attempt utilized the individual super arrow-flex (saf) sheath that was packaged with the iab-05840-lws kit. No excessive bleeding at the insertion site was noted. The pt continued to deteriorate, coded, and then expired. Apparently there was a 5th iab kit opened, however, it was never inserted. There were 4 sheath exchanges through the original insertion site. Each of the different sheaths and iabs were inserted over the original guidewire with no difficulty placing the sheath. Reference MDR #1219856-2010-00123 for the first event, MDR # 121956-2010-00124 for the second event and MDR #1219856-2010-00125 for the third event involving the same pt.